Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during an ablation procedure, this device exhibited loss of capture (loc) which resulted in greater than two seconds of asystole for the patient. There were no adverse patient effects associated with this observation. The device remains in service.